Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Patient information not provided. UDI, lot number not provided. User facility is provided in e1.

Event description:
According to the reporter, during a laparoscopic tepp inguinal hernia repair, the surgeon inflated balloon and after three to four pumps of the balloon, the balloon burst inside the patient. The balloon was removed and a new one was used.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to a cut in the balloon. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the cut balloon may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.